Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements due to a fracture. It was reported the patient could not tolerate right ventricular pacing only and had worsening heart failure. An invasive procedure was performed and this lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned, therefore is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.